Event description:
Customer called and reported that her blood glucose was 274 mg/dl, she ate lunch and gave herself a 5.2 unit insulin bolus, and her blood glucose was up to 415 mg/dl. Customer stated the bolus was not in the history, despite having beeped that 5.2 units were given. During troubleshooting, the high pressure test was performed to determine the insulin pump would alarm in less than 5 units. The pump alarmed no delivery at 2.8 units. Customer was advised the insulin pump was working and to monitor the issue for recurrence. Customer was further advised to change her set and to check blood glucose, which went down to 370 mg/dl. Customer reportedly took a correction dose of insulin and her blood glucose went down to 354 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.